Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a sample evaluation could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt overfilled during dwell one of four on the home choice (hc). The caller stated the manual drain volume equaled 3450ml and the fill volume (fv) equaled 1800ml. The home patient (hp) stated they had performed a manual exchange previously. The hp indicated they had manually filled with 2000ml. The initial drain alarm equaled 0ml. The hp indicated they would end therapy for the evening. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.